Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 error during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 113 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that she received a low reservoir alarm in the morning and could not clear the alarm, so she removed and reinserted the battery. She stated that when she reinserted the battery, the insulin pump alarmed no delivery. She also could not clear the no delivery alarm due to the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.